Event description:
Hcp reported blurred vision in 2003 above 1.1 volts on #3 contact and at lower volts on #0, #1, #2 contact on right brain lead. Hcp reported pain at connection behind left ear and scalp in 2004. The right brain device was turned off and the blurred vision improved. No fracture found for left lead. The right brain lead was replaced and the outcome is pending. The left extension was replaced with resolution of pain. Post-op MRI showed left lead in different position from initial post-op film and the right brain lead still in poor position for benefit. The right brain lead was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.